Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient has decided to seek other alternatives for pain therapy and will no longer be using the scs system. The patient declined further troubleshooting.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports that stimulation is ineffective and she will no longer be using the scs system and is requesitng an explant. The patient declined troubleshooting and reprogramming. Surgical intervention may be pending to address this issue.